Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 89mg/dl and hi (>600mg/dl). Hi (>600mg/dl), 105mg/dl, and 507mg/dl. 507mg/dl and 105mg/dl. 105mg/dl and 325mg/dl. 229mg/dl and 564mg/dl. 148mg/dl, 149mg/dl and 360mg/dl. 564mg/dl and 208mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.